Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the pt that their insulin pump is giving excessive no delivery alarms. The pt's blood glucose level is 93 mg/dl. Troubleshooting was conducted. Device is being returned. No further info available.